Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 49 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3653 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) with surgery (essure removal via hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 49 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dysmenorrhea, erythema, skin rash, urticaria localised, bacterial vaginosis, uti, rectal pain, abdominal pain, pelvic pain female and bladder operation. Previously administered products included: hydromorphone, longlifenutri butterbur extract, albuterol hfa, lodine, percocet [oxycodone hydrochloride;paracetamol], tramadol hcl and . Past adverse reactions to the above products included: skin rash with lodine and , hives with percocet [oxycodone hydrochloride;paracetamol] and bilsters with tramadol hcl. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3705 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2022 from (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.183 kg/sqm. [Computerised tomogram abdomen] on (B)(6) 2022: showed 4.6cm cystic lesion upper right pelvis, possible compression on right ureter resulting in right hydronephrosis, as well as bladder distention.; on (B)(6) 2022: personally reviewed with dr, shows no left hydro, right stent in place with resolution of the right hydronephrosis, and an unchanged cystic lesion right. Adnexal region, moderate retained stool throughout the colon to suggest constipation, no other acute inflammatory changes.; (dates unknown): CT was performed today just prior to office visit. Dr. Examined her for possible stant extrusion, but not visible at urinary meatus and in good position as of time of CT, and shows no more hydro, and unchanged right adnexal cystic lesion. [Pathology test] on (B)(6) 2022: final diagnosis: uterus and bilateral ovaries resection: proliferative endometrium. Leiomyomas. Unremarkable serosa. Cervix with chronic inflammation and squamous metaplasia. Fallopian tubes with benign para tubal cyst. Gross examination the right fallopian tube is dark purple and displays fimbria measuring 8.7 x 0.4 cm. The right cornu displays a silver coiled sterilization wire. The left tube is also dark purple and fimbriated which measures 7.3 x 0.5 cm displaying a 0.5 cm serous cyst. A silver coiled sterilization wire is identified at the left cornu. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: medical record received .medical history & lab data added including pathology test .indication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.